Event description:
Breast silicone gel implant removed due to visual deformity. When removed implant was found to be ruptured. Implant was installed 23 years prior. Mfg device #, or serial #, were unable to be identified.